Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of a fusiform 16mm diameter and 105mm in length abdominal aortic aneurysm. The proximal neck was 27 mm in diameter and 35 mm in length. The left common iliac artery was 16 mm in diameter and the right common iliac artery was 13 mm in diameter. The right internal iliac artery measured 19 mm in diameter and the left internal iliac artery measured 9.4 mm in diameter. The right external iliac artery measured 9.3 mm in diameter. The neck angle had 15 degree angulation. It was reported that after deployment of the bifurcate on the contralateral side another manufacturer¿s aus was deployed. The physician changed to 16fr, checked flow and angiography was done. However, the contralateral agent didn¿t flow to the distal side of ipsilateral limb. A pigtail catheter was inserted from the side of the sheath, and it was delivered to the terminal aorta to check angiography. Nonetheless, the angiography was unable to confirm the bifurcation of right iia. The implant site on the distal side was decided based on the first entire angiography, and then it was deployed. As a result, right iia was occluded. After that an endurant 16x24x93 was added on the contralateral side. A type IV endoleak was confirmed. Another manufacturer¿s stent was implanted; size was 12mmx6cm from right common iliac artery to external iliac artery. Then the procedure was completed. The physician will monitor the patient. The physician commented that the dsa for distal side was unable to confirm iia, which was acceptable result. The ipsilateral limb was measured to be about 18cm in length with the entirely angiography. But it would be one of the factors to straighten the vessel with stiff wire.

Event description:
Correction: the aneurysm was 51mm diameter.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (vessel occlusion, endoleak) related to operational context (imaging- first angiography only). Conclusion: known inherent risk of a procedure (vessel occlusion, endoleak). Operational context caused or contributed to the event (imaging- first angiography only).